Event description:
The customer reported a crack on the insulin pump. The customer did not recall anything leading up to the crack. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 162 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: pump was received with cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.